Manufacturer narrative:
Technical services discussed measuring the shock impedance in the rv to can shock configuration, which produced a measurement of 105 ohms. It was noted that a 41 joule shock delivered during defibrillation threshold (dft) testing at the implant procedure had resulted in an impedance of 47 ohms. Technical services then discussed that with epicardial patch leads, they typically see a lower shock impedance, and discussed a potential connection issue or conductor fracture. Technical services then discussed performing a minimum and maximum energy shock to verify the system, or to perform an invasive procedure to check connections. No adverse patient effects were reported. The field representative later reported that the patient was wintering in (B)(6), and that her electrophysiologist at home was aware of the issue and has elected to continue monitoring without any testing or invasive procedures. The device and leads remain in service. This report will be updated when additional information becomes available.

Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) and these epicardial patch defibrillation leads exhibited a shock impedance of >125 ohms in the triad shock configuration. It was noted that the shock impedance had been in the 90 ohms range at implant and had gradually increased to >125 ohms in (B)(6) 2009 and has been out of range since then. Boston scientific crm received additional information that the shock impedance remained high at approximately 100 ohms. The patient was to be seen in the clinic for further evaluation.

Manufacturer narrative:
(B)(4). Boston scientific received additional information that this device was explanted due to normal battery depletion and was replaced with another boston scientific crt-d. The field representative confirmed that the shock impedance was still high and out-of-range, and that no intervention was planned to resolve this. The explanted device was returned for laboratory analysis. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. All seal plugs were intact and all setscrews moved freely. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Event description:
The field representative reported that an x-ray was performed, with no issues observed. The field representative questioned whether changing shock vectors could resolve the issue, but technical services discussed that with an abdominal implant the other vectors may not be effective and defibrillation threshold (dft) testing would need to be performed to ensure conversion. Technical services also discussed checking for noise or a change in the shocking impedance during pocket manipulation to determine if there is a connection issue. The patient was scheduled for a non-invasive programmed stimulation (nips) study to evaluate the shocking system. During the testing, three 1.1 joule shocks were delivered and the shock impedances were in the 40-60 ohms range. Shocks were delivered in the coil to coil and in the triad configurations. However, the daily measurements continue to show the shock impedance of greater than 125 ohms. Technical services discussed that in the daily measurements test, a very small amount of energy is used and may not be able to jump any gaps. No changes have been made to the device or leads. No adverse patient effects were reported.